Event description:
It was reported that the customer had been having difficulty with temperature sensing foley catheters. The monitors were not picking up the temperature or even recognizing that a probe was connected. They had been able to get intermittent readings if they manipulate the white temperature tubing that connected to the monitor cable but that was not consistent. They had tried different temperature cables (one was brand new) and different x3 or philips temperature modules for the monitor without success. The last time this happened, they connected a rectal temperature probe to the monitor and it worked without any issues. When asking the staff if they had experienced any issues, most had told me they have had or heard of this issue over the past couple of months.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had been having difficulty with temperature sensing foley catheters. The monitors were not picking up the temperature or even recognizing that a probe was connected. They had been able to get intermittent readings if they manipulate the white temperature tubing that connected to the monitor cable but that was not consistent. They had tried different temperature cables (one was brand new) and different x3 or philips temperature modules for the monitor without success. The last time this happened, they connected a rectal temperature probe to the monitor and it worked without any issues. When asking the staff if they had experienced any issues, most had told me they have had or heard of this issue over the past couple of months.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.